Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt experienced pain and discomfort which became progressively worse over time. The pt is presently in pain and has been advised by his orthopedic surgeon that it is his decision as to whether and when he will undergo revision surgery.